Manufacturer narrative:
No results available since no evaluation performed. Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. Log review shows this instrument (part number 470183-14, lot # n10200204-0039) was used on (B)(6) 2020 on system sk0610 with 5 uses remaining. No image or video clip was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy surgical procedure, it was alleged that the harmonic ace instrument had smoked and caused the plastic casing to misalign the instrument. It was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. Although there was no patient injury related to this event, if the event were to recur it could cause or contribute to an adverse event. If additional information related to this complaint is obtained, the record will be re-opened for further evaluation. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a permanent cautery hook (pch) instrument had smoke coming from the amber plastic area proximal to the hook end. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the nurse confirmed that the pch instrument was inspected prior to use. Nothing melted on the instrument, but smoke came from the amber plastic area proximal to the hook end of the instrument. The cannula was inspected prior to use; however, she doesn't know if a pin gauge was used to inspect the cannula. The nurse doesn't know what surgical task was being performed when the reported issue occurred. It was noted the erbe generator was used and the cut and coag were set to 5. No instrument collision was observed. The surgeon does not know what caused the reported issue. The patient has not returned to the hospital for any post-surgical complications.

Manufacturer narrative:
Additional information can be found in the following fields: d10, g4, g7, h2, h3, h6, and h10. Product evaluation information can be found in the following fields: h6 and h10. 12 - intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. For clarification, the instrument was found to have a broken conductor wire at the weld joint of the yaw pulley after one side of the clevis ear was removed for further investigation. The silicone potting appeared to be compromised and the conductor wire was damaged around the weld location. The instrument was found to have thermal damage of the monopolar yaw pulley at the weld location. Black char marks were observed. Any material missing was noted to likely be thermally induced, rather than mechanically induced.

Event description:
Refer to h10/h11 for follow-up information.